Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress and/or chemical stress applied to insertion section during device handling by the user. As a result, peeling of the connecting tube occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had air water leakage in bending area. The issue was found during preparation for use of an unspecified diagnostic procedure that was completed using a similar device. The device was inspected before use. The device was returned for evaluation. During the device inspection, the following reportable malfunction was found: that coating of insertion tube might peel off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the waterproofing was not possible due to the bite of bending section cover; the bend angle in the up direction does not meet the standard value due to wear of angle wire; electrical connector was corroded; universal cord was crushed; light guide lens was cracked and chipped; control unit was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.